Event description:
It was reported that the customer's blood glucose was 6.0mmol/l at bedtime and woke up with 1.3mmol/l. The customer collapsed and injured his head and shoulders. It was stated that the customer suffers from headaches and gaps in his memory. It was stated that the paramedics were called and treated him with a glucagon injections, a banana, and dextrose. The customer then was taken to the emergency room, and the doctor gave him an injection of glycogen and oxygen. Half hour later his glucose level went up to 4.5mmol/l. Troubleshooting was performed. The basal and settings were correct. The self, high pressure and displacement tests passed. The basal rates and boluses match with the daily totals. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.